Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fail safe insert is worn and causing the patient¿s leg to break off when going up or down a ramp. The patient was noted to have fallen causing the leg to bleed. Patient is being considered for a revision due to instability and wear, but has not been scheduled. No further treatment has been reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the fail safe insert is worn and causing the patient¿s leg to break off when going up or down a ramp. The patient was noted to have fallen causing the leg to bleed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos and video that was received. Event had not previously been confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: tderml stm 17mm x 120mm p/n: cp116599, l/n: 907350. Oti transdermal adptr p/n: cp116602 , l/n: 236310. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the fail safe insert on the patient's leg was replaced. Subsequently, patient has reported additional falls. A new custom top plate has been requested to address the instability. No revision procedure or further treatment has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.